Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826850) lead broke when the trocar was removed while passing the lead through the skin during implantation/procedure. The procedure was completed with a replacement product available. According to information provided, it is unknown if any part fell into the surgical site. The product was not plugged into the wall and connected to a patient when the failure occurred.

Manufacturer narrative:
The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR)- product 826850 for lot 6810805 (sn (B)(6)) and the lot met specifications when released. Failure analysis - catheter was broken off with the sensor. No testing possible. Root cause analysis- could be determined as a mishandling of the catheter and trocar. If customer tightens the trocar to tight, it will damage the catheter causing breakage.